Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm as well as no delivery alarms on the insulin pump. The customer stated that he had been experiencing high blood glucose. Troubleshooting was done. The customer expressed blurred vision and stomach pain as symptoms of his high blood glucose. The customer treated himself with a manual injection. The customer further mentioned that he was hospitalized on (B)(6) 2014 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer had body pains, vomiting and large ketones prior to the hospitalization. After being released from the hospital, the customer's blood glucose rose to over 400 mg/dl again. The customer then was treated with insulin pump therapy and a manual injection. The customer was also hospitalized on (B)(6) 2014 due to high blood glucose of over 500 mg/dl and diabetic ketoacidosis. Nothing further reported.